Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and a loose reservoir tube o ring was noted; a test reservoir was installed and test reservoir locked in place properly. The insulin pump had minor scratches on the lcd window, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 7.9mmol/l. The customer stated that there is missing pieces on the reservoir compartment. The customer stated that the reservoir compartment is damage. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.